Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon went to fire the first time on cystic artery and it would not close down. The clip would not form properly. The distal end of the clips closed but not the proximal. They tried it a second time with a second clip and it would not close the clip.

Manufacturer narrative:
(B) (4). (B) (4). Jaw or cam interface is disengaged. Eval summary - the analysis results found that the device was received with the jaw and cam ramps disengaged. Eleven clips were ejected as the jaw or cam interface is disengaged. This condition would not allow the jaws to collapse in order to be removed from the trocar. Possible causes for this condition may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.